Manufacturer narrative:
(B)(4). Method: the subject iw910aeu infant warmer was visually inspected and performance tested at the hospital by a fisher & paykel healthcare service engineer from our regional office in (B)(4). Results: the performance test revealed that the fail alarm capacitor was faulty. Conclusion. The capacitor on the power pcb board was found to be defective, causing the "power fail" alarm to stop functioning. The "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety, performance and functional checks at least once a year. The fault on the returned infant warmer was discovered during a scheduled maintenance check with no patient involvement and the capacitor has now been replaced.

Event description:
During a scheduled maintenance check, the power fail alarm capacitor of an iw910 baby control mobile infant warmer from a hospital in (B)(6) failed.